Manufacturer narrative:
The 2mm x 40mm sub-olive wire with threaded tip is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, the product is distributed within. The sub-olive wire is manufactured with implant grade material. The device history record was reviewed for device 1405-2015, lot om17208 and no issues were identified during the manufacture or release of the device that could have contributed to the problem reported. Based on information provided, the sub-olive wire broke resulting in the tip being implanted in the patient. The most likely cause cannot be determined due to the device not being returned for evaluation; however it is possible the technique utilized on the instruments applied additional bending forces to the device. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2018 the tip of an olive sub-wire broke off and the tip of the wire was retained in the patient's bone. A backup device was available and the surgery proceeded without further incident. No additional patient outcomes were reported.